Event description:
Customer reports to not be able to exit the "prepare to prime" loop. During troubleshooting, customer was able to hear the second series of beeps, but numbers did not appear on screen. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.